Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pacing threshold on the right atrial (ra) lead jumped following an aortic valve replacement. The physician believes the lead experienced a micro-dislodgement during the valve replacement. The patient was rarely paced in the atrium. The lead is still in use. No patient complications have been reported as a result of this event.